Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit was not reading tidal volume. There was no patient or user harm reported. The event date was not specified, estimate used.